Event description:
The pt's family member called lifescan in 2004 and alleged the one touch fastake meter had displayed the error 1 message 2 days ago. They had called at that time and the replacement meter had not arrived. The pt had passed out 2 days later and the rptr felt this was because the pt could not test on the reported meter and did not have a backup. The medical affairs specialist spoke with the pt to confirm the info. The pt stated they had borrowed a friend's meter and had not attempted to use their meter again. At 9:00 pm one day ago the pt had a snack. At 10pm, with a result of 128mg/dl, on the friend's meter, they took their usual dose of 16 units of humalog and went to bed. They had not taken their routine medication of ultralente 1 unit for every 10 grams of carbohydrate at the time of the snack. When they awoke the next morning, at approx 9:30 am, they attempted to get up and passed out for a "few mins." They stated they hit the floor "hard" and injured their chin. The pt stated they quickly revived, took their blood glucose on the friend's meter and the result was 23mg/dl. A medical professional was not contacted; the pt self treated by eating peanut butter, sugar, and glucose tablets. Later in the day the pt went to the emergency room to be "checked out due to the fall." They stated their "chin bone was chipped." No treatment given. With the error 1 message unresolved there is indication the meter malfunctioned. However this is not reported as an adverse event because the result on the friend's meter reflected the symptom of and treatment for hypoglycemia. The treatment was not delayed. There was no attempt to use the lifescan meter and it had been 12 hrs since the last reading at which time they took insulin. The meter was replaced and return is expected.